Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead became dislodged. It was also noted that the ra lead helix was retracted. The lead was capped and replaced. No patient complications have been reported as a result of this event.